Event description:
Patient's mom contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal on their dexcom receiver. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was not returned to dexcom for evaluation. Data was receiver and downloaded. A review of the downloaded receiver log did not confirm the reported event of an intermittent out of range signal. A root cause could not be determined.